Event description:
It was reported that the at home monitoring system, for this patient showed a red call doctor (rcd) icon. This indicates that there is a potential problem with the implanted device. The patient was going to go home to force a call and take note of the monitoring system behavior/lights and call back if rcd persists or with any further information. Data showed that the last transmission was the month prior to this event. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.